Manufacturer narrative:
D7a, h4: corrected. D3 - postal code, h6: updated. D3 - zip code: must be blank. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that the patient noticed their blood glucose was high at 401 mg/dl, and upon investigation the patient claimed the cleo 90 infusion set did not appear to be the whole way in, and the patient was able to see and feel that insulin had pooled under the adhesive. The patient changed the infusion site and gave a bolus via the pump. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.